Event description:
Customer called to report the reservoir connection snapped in half. It was stated that the customer noticed eight hours later that they knocked self against something. The reservoir was broken in half but it did not break apart. Also the reservoir was placed correctly and the door was secure properly. Device was not dropped, bumped, or had any physical damage.